Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the cannula reducer to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy procedure, the seal from the cannula reducer fell inside the patient. When an attempt was made to insert the stapler instrument, resistance was encountered. On a subsequent attempt, as the stapler instrument was inserted, the entire blue circular seal from the cannula reducer was observed to have fallen inside the patient. The incident occurred after removal of the monopolar curved scissors (mcs) instrument, at which point the cannula reducer was also removed. A third-party laparoscopic grasper was used to successfully retrieve and remove the fragment. The cannula reducer was subsequently discarded, and the procedure was completed robotically without further complications.